Manufacturer narrative:
The contract manufacturer was able to confirm the reported event. The touch screen was found to have moisture infiltration and was inoperative. Additional information.

Event description:
It was reported that during a procedure the radiofrequency multigen generator did not respond to pressing the buttons on the screen. The procedure was cancelled. There were no reported adverse consequences or medical intervention.

Event description:
It was reported that during a procedure the radiofrequency multigen generator did not respond to pressing the buttons on the screen. The procedure was cancelled. There were no reported adverse consequences or medical intervention.